Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. This is recognised to be an aesthetic defect with no impact on the efficacy of the tube. Bd determined that the most likely root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had discolored additive. The following information was provided by the initial reporter: "(B)(6) : 21:06:15 (gmt) material no. 366643 batch no. 0240257 it was reported that the tube had crystallization in it. Customer called to report that they saw yellow crystallization in the tube and she wanted to know if the tubes are still good to use. Lot no. 0240257 exp 08-31-2021 unknown number of tubes like this but she does have some to return. It was noticed about a week ago."